Event description:
There was no patient involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2010 and performed to specification up to the 19th april 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between 24th april 2015 and the last log entry on the 29th may 2015. The pad-pak became depleted and a further pad-pak was installed during this time. Power ups containing nonsensical durations were recorded during this time and may be due to the pad-pak being removed to switch off the device, rather than using the on/off button or damage to the pogo-pin spring causing insufficient contact between the pad-pak and the device. The pogo-pins were replaced for testing purposes. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.